Manufacturer narrative:
It is not known at this time if the device will be returned for eval. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
During surgery, it was found that there was no screw inside package. Another screw (back-up) was used.